Event description:
It was reported that a user with a replacement ilet experienced blood glucose fluctuations after starting the new device, including a low of 50 mg/dl lasting about two hours followed by highs up to 200 mg/dl; the user treated the low with orange and potatoes, later agreeing they overcorrected, and an agent provided education and synced data. Symptoms included hypoglycemia with weakness and subsequent hyperglycemia. Outcomes included serious injury and the need for medication treatment with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.